Manufacturer narrative:
Alleged failure: excessive glue on tip. Probable root cause: manufacturing non-conformance, shipping damage. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that there was excessive glue at the end of the probe that broke off and was left inside of the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence alleged failure: excessive glue on tip. Probable root cause: manufacturing non-conformance, shipping damage. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that there was excessive glue at the end of the probe that broke off and was left inside of the patient.